Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. Analysis of the instrument indicate that the cause for the discordant advia centaur thcg result is unk. The fse replaced pinch valve tubing. No conclusion can be drawn. The instrument is performing within spec. No further eval of the device is required.

Event description:
A false negative advia centaur total hcg pt result was obtained by the customer and questioned by the physician. The customer performed repeat testing and the total hcg result was positive. A corrected positive thcg result was reported. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the false negative total hcg result.